Event description:
The patient contacted animas claiming that the insulin pump had power issues related to cracked casing. The pump was returned to animas and the power issues were observed in the pump history but the cracked casing was unable to be verified. This report is made based on the results of investigation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump black box verified that power events had occurred. The battery compartment and cap were found to be intact. The battery cap was secured and the pump powered on appropriately. The pump was exercised for 24 hours without power issues. The battery cap was tested and was found to be within specifications. The pump was opened and no power circuit defects were found. Unrelated to the issue, the display screen was found to be faded and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.